Manufacturer narrative:
Customer has not responded to multiple documented requests for information.

Event description:
The user disagrees with the shock advisory given during a patient use event. The patient outcome is unknown.